Manufacturer narrative:
H.10: the replaced parts were requested back to the manufacturer site for a detailed investigation. Results revealed no failures/defects. The parts were found to be working within specifications. Based on what mentioned above and on the fact that the technician could not confirm the failure on site, it is possible to exclude any hardware failure. Thus, it is likely that a temporary connection issue between boards led to the reported issue. Also a too high occlusion set by the user cannot be excluded.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) received a report about an error 442 displayed on the pump display during a procedure. The procedure was completed with no other issue. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported problem. He replaced the motor end stage board and the motor control board as suspected cause. Functional verification was completed with no other issue and the device return to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova receive a report reporting that during procedure, error 442 displayed on the pump display. They were able to finish the procedure with no other problems. No information of patient involvement.